Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. It was unknown how the customer treated. Customer also reported getting sensor with inaccurate readings that triggered threshold suspend. Blood glucose value was ranging from 100 mg/dl to 251 mg/dl and sensor glucose was ranging from 50 mg/dl to 85 mg/dl. Low limit in sensor settings was at 60 mg/dl. The insulin pump will not be returned for analysis. Unomed set frn-unk-rsvr.